Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician tested model palmtop ventilator revel and was unable to duplicate reported malfunction. The unit was tested and met all company specifications. The unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel has on issue with bi level positive airway pressure (bipap) ventilation mode. Unit is getting exceeds blower demand error messages. The customer changed to non-vented mask and snugged mask down tightly to correct issue with no success. It is unknown if there was any patient harm associated with the malfunction.